Manufacturer narrative:
This report is filed may 26, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced dizziness (it is unknown if this is device related or not) as well as no sound with the device. Subsequently on (B)(6) 2016. The device was explanted and the patient was reimplanted with a new device during the same surgery.